Event description:
It was reported that the patient was having pain with the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. During the procedure the paddle lead tails were cut, and the paddle lead was left in the patient. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 19893323.